Event description:
Complainant claims the hex tip stripped, which delayed surgery.

Manufacturer narrative:
The evaluation confirmed the problem. The stripped condition is consistent with overloading due to technique related issues. It also revealed evidence of incomplete engagement with the mating screws. Conclusion shows that this problem was not related to the product design or manufacture.